Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inaccurate scale. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced scale is not functioning, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 0 to 1.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced inaccurate scale. There was no patient involvement.